Manufacturer narrative:
(B)(4). Batch # p94g8h. Investigation summary: the device was returned with the cable/connector cut off. Due the condition of the device functional testing could not be performed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled and it was found that there was a cracked internal component; the y-link. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the generator detected an error with the device at the beginning of the intervention. It was spent off and restarted but the problem remained. The surgeon could not use the device. No patient consequence.